Event description:
It was reported that the atrial lead dislodged post procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, implanted: (B)(6) 2013; a t505c225 implantable tissue valve implanted: (B)(6) 2012. (B)(4).